Event description:
Philips received a complaint on the heartstart mrx monitor/defib indicating that the battery would not calibrate. There was reportedly no patient involvement. The device was evaluated onsite by an authorized service provider (asp). It was determined that there was a malfunction of the battery, which was replaced, and the device was returned to full functionality. The device remains at the customer's site. No further action is warranted at this time.